Event description:
It was reported that patient experienced recurring incontinence with his artificial urinary sphincter (aus). Patient underwent a surgical procedure where all components were explanted and replaced with a new aus.